Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The mfg investigation revealed the reamer head is broken into four pieces. The visual specification investigation showed that the cutting edges of the reamer head have several nicks and are blunt. This let us to assume that the breakage was either caused by the use of a blunt instrument or a metallic contact during use. The fracture face is homogenous which indicates material conformity. It is concluded that there is no mfg related fault could be detected.

Event description:
It was reported that while reaming the medullary cavity for a femur fracture, the medullary reamer head broke into fragments. All fragments were retrieved and confirmed by x-ray. The surgeon used a larger size reamer to complete the procedure. This is 1 of 2 reports for this event.